Event description:
Clinical study. It was reported that 1334 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). One 15mm long target lesion located in the proximal circumflex (prox cx) with 90% stenosis and a 3.0mm reference vessel diameter was randomized into the study. Treatment consisted of pre-dilatation and placement of a 3.0 x 16mm taxus express2 stent, reducing the stenosis to 30%. There were no procedural complications and the patient was discharged the next day on protocol doses of plavix and aspirin. Greater than 3 years s/p index procedure, the patient presented to the emergency room with chest discomfort which has been going on since october. Patient experienced severe pain that awoke her from sleep. Patient reports severe pressure sensation in the chest beneath the sternum, towards the upper sternum with radiation towards the left arm. Chest x-ray demonstrated cardiomegaly. ECG revealed sinus tachycardia, nonspecific st-t wave changes. Patient's enzymes were elevated. Patient was admitted for cardiac catheterization which revealed lvef 25%, cx 90% proximal stenosis just before and within the previously placed stent, which was treated with placement of a 3.5x23mm cypher stent reducing the stenosis to 0%. Core lab qca the next day of the target lesion, notes 56.73% stenosis in projection 1 and 66.92% stenosis in projection 2. The day after that the patient was evaluated for further management of her risk for sudden cardiac death based on her low left ventricular ejection fraction. Electrophysiology consultation indicated lvef 20-25% with moderate left ventricular enlargement. Inferobasilar akinesis, severe extensive inferoseptal, inferoapical and posterior hypokinesis. It was recommended to maximize the medical management for this patient over the next 6-8 weeks. Of note, a prophylactic ICD implantation may be needed if lvef is persistently less than 35%. The patient was discharged that day on continued aspirin and plavix. In the opinion of the physician, the relationship of the mi and tvr to the taxus stent is possibly.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.